Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The product was returned for investigation. The pump was visually inspected. No cannula kink/ no broken blades observed. Biomaterial was observed around the impeller and the inflow cage. The cause of the low pump flow issue was biomaterial ingestion.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 80-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the impella cp pump was unable to achieve flows above 2 liters a minute during patient support. Despite attempts to reposition the pump, the issue persisted, and the decision was made to replace the device. Upon removal of the original pump, a clot was noted at the inlet of the device. Planned support continued with the newly implanted pump. There was no patient harm reported.